Event description:
A consumer and patient reported the patient's implantable neurostimulator (ins) gave them a little jolt and kicked off, then they saw a power on reset (por) on the patient programmer. Therapy had stopped due to the por. The patient was standing at the counter of the doctor's office when the por occurred. The por was cleared and therapy was turned back on. The ins was indicated for spinal pain and sciatic nerve injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.